Manufacturer narrative:
As reported, the patient with a complex medical and surgical history of stage 3 breast cancer underwent implant of a marlex (bard flat) mesh, and experienced abscess, infection and underwent subsequent surgical intervention to excise the mesh. Based on the information available, no conclusions can be made. Inflammation is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device, as a possible complication. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant and date of event were estimated as (B)(6) 2017 and (B)(6) 2018 based on the available information. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, the patient had a diep (deep inferior epigastric perforators) flap breast reconstruction surgery subsequent to chemotherapy and double mastectomy during (B)(6) 2017. During this procedure the patient was implanted with a marlex (bard flat) mesh in the abdomen. It is reported that the patient experienced an abscess in the abdomen in (B)(6) 2018 and has undergone multiple surgeries, developed chronic open wound and chronic mesh infection. As reported, the "free-floating" mesh was removed but the other (remaining) mesh was too incorporated into the abdomen to be removed. The contact alleges the patient has chronic inflammation and autoimmune diseases ¿because of the mesh infection.¿